Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Per additional info received this failure of mechanical ventilation is due to a use error, and is not reportable. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Use error (base seal of the bellows was placed incorrectly. No reported patient injury. H3 other text : per additional info received this failure of mechanical ventilation is due to a use error, and is not reportable. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Use error (base seal of the bellows was placed incorrectly. No reported patient injury.